Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device has a service indication present and continually reboots by itself when powered on. The device would not advance beyond the "self test in progress" screen. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. . Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device has a service indication present and continually reboots by itself when powered on. The device would not advance beyond the "self test in progress" screen. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.